Manufacturer narrative:
It was reported that during an inspection service by a getinge field service engineer (fse), cardiosave intra-aortic balloon pump (iabp) compressor failed. No patient involvement. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the scroll compressor(d119-00-0236) as a preventative measure because it was noted that the pressure build up was slow. The safety disk was replaced. The fse performed functional and safety checks successfully, and the unit was returned to the customer and returned for clinical use. The compressor were received by national repair center (nrc) for further investigation of failure analysis team (fat). The fat performed a visual inspection and found the part to be in good condition. Fat tested extensively for 4 hours with no issue found. Fat could not verify the reported failure of the compressor. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Ap. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an inspection, the cardiosave intra-aortic balloon pump (iabp) unit has a compressor failure. There was no patient involvement.